Manufacturer narrative:
The lot number "263134" was provided, but does not match the affected product. Report source: foreign: (B)(6).

Event description:
Information was received that a smiths medical bivona fome-cuf tracheostomy leaked at the cuff after 5 days in use. No adverse patient effects were reported.

Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found it to have a cut in the cuff. It appears to have been cut with a scissor type instrument. The reported customer complaint has been confirmed. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.